Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a power issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 11/04/2015 with the following findings: there were pump reboots observed in the black box, but not duplicated during investigation. The pump was run on a 24 hour basal program using the returned battery cap with no intermittent power observed. The pump was opened and there were no defects or moisture found. The returned battery cap attached securely to the pump with no damage. The battery cap measured within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).